Event description:
#Medwatcher #(B)(4). Hello. My name is (B)(6). I live in (B)(6). In 2006 I was implanted with essure in my dr's office. A "regular" office visit, they said. Very little side effects, they said. In 3 months you'll be free from pregnancy, they said. Well, they lied. I tear up just thinking about everything I've been through. As I have stated essure was placed in 2006. In 2008 I was diagnosed with pcos, unexplained back pain and chest pain (may or may not be related). I also had appendicitis. In (B)(6) of 2009 I had a partial hysterectomy (uterus). In (B)(6) 2009 I had my gallbladder removed, left ovary removed. Upon removal a biopsy showed no essure. Well, where the "profanity" did it go? In (B)(6) 2009 I had a colonoscopy. In (B)(6) of 2010 I was sent for a cortisone shot in my spine (no thank you!!). In (B)(6) of 2010 they found a bi-lateral hernia. In (B)(6) they "repaired" my hernia. In (B)(6) of 2010 I had to go back into the surgeon to have the hernia fixed. In (B)(6) of 2011 I came down with mono. In (B)(6) I had recurring symptoms of shaky hands, memory difficulties, numbness, numbing surges throughout my entire body. These symptoms have been off and on since 2006. I also become extremely bloated very fast. I like to call this my "pregnancy episode." I can go from 0 to eight months pregnant in under 5 minutes. Pretty scary. In (B)(6) of 2011 they completed my hysterectomy. Again with no finding of essure. These are just some of things I've dealt with. Essure has not just caused my physical pain, but emotional pain too. I'm tired of not being able to spend quality time with my kids.